Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped due to high hv lead impedance. There were no complications during the procedure. The patient is doing well.